Manufacturer narrative:
The facility did not claim the event circumstances. Arjo was informed of two similar incidents, with the same date of the event (25 sep 2023) from the same customer: (B)(4)(medwatch ref 3007420694-2023-00250) and (B)(4) (medwatch ref 3007420694-2023-00249). For the record (B)(4) (medwatch ref 3007420694-2023-00249), the service engineer received the information from the customer that the bed was hit by a tug and the bed was standing in the corridor, where the tugs were constantly passing. The hospital facility was aware of the problem and the potential damage that can occur. According to the fact that the complaint was claimed by the same customer, which facility is aware of the bed storage issue, it is possible that the claimed bed was damaged in the same circumstances. The metal pipes safety side is the equipment built up from metal pipes; safety side release plunger, plunger spring and safety side knob. The weld connects the metal pipes and safety side release plunger. The mechanical force (being hit by a tug) applied to the safety side in point: connecting metal pipe and a plunger caused the weld to bend and cracked. The instruction for use indicates how to handle the bed safely: ¿handle with care. Do not drop. Avoid shock or violent impact.¿ based on the information gathered, indicating that the side rails became damaged as a result of violent impact, we consider that the cause of the malfunction is related to an unintentional action of the user, not to the arjo device itself. Arjo device did not fail to meet its performance specification because the arjo device did not cause the event. In fact the other device hit the arjo bed and in consequence the weld cracked. Arjo device was not used for patient treatment when the event occurred. The complaint was decided to be not reportable. Based on all evidence it is considered that kind of condition is not safety related and it will be not reportable to the authorities in future. No injury was reported.

Event description:
Following the information gathered , the enterprise 5000 bed required service. No injury was reported. There was no indication of any patient involvement. The arjo service technician performed the bed evaluation and found that both left-hand and right-hand side rails detached due to the snapped weld.

Manufacturer narrative:
The investigation is on-going. Further information will be available in the follow-up report.